Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. The customer stopped breathing so the paramedics were called. The customer passed away in the ambulance in route to the hospital. The cause of death was cardiac arrest. The customer was asleep and usually, when he went into diabetic coma, he would make noises; this is when the caller's mother noticed it. At 3:00 am the customer's blood glucose was 33 mg/dl. It was raised to 90-99 mg/dl with orange juice and sugar. The customer stopped breathing. He was not fully aware, but he responded by opening his eyes and was conscious at one moment during the entire ordeal. At the time of the paramedics' arrival, the customer's blood glucose went low again. The paramedics did not treat because they were trying to revive him. The customer was wearing the insulin pump at the time of death. The device is at the mortuary, so the information used on this medwatch report is the last known insulin pump to have been issued to the customer.